Event description:
It was reported that during a device follow-up it was found that the right ventricular (rv) lead impedance was high. The physician was concerned about the quality of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).